Manufacturer narrative:
The biomedical engineer reported that the multiple patient receiver (org) was showing communication loss for telemetry transmitters that were being monitored. They have rebooted the org, and it still showed communication loss. They also mentioned that the light on the switch they plug in the org turned orange (amber light) when they plug it into any port on the switch. They were connecting it to an allied telesis switch. The biomedical engineer later stated that the server lost the .10 ip addresses of their telemetry department causing a loss of communication to their ER department. The issue was resolved through vpn with their it departments help. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multiple patient receiver (org) was showing communication loss for telemetry transmitters that were being monitored. They have rebooted the org, and it still showed communication loss. They also mentioned that the light on the switch they plug in the org turned orange (amber light) when they plug it into any port on the switch. They were connecting it to an allied telesis switch. The biomedical engineer later stated that the server lost the .10 ip addresses of their telemetry department causing a loss of communication to their ER department. The issue was resolved through vpn with their it departments help. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multiple patient receiver (org) was showing comm loss for telemetry transmitters that were being monitored. They rebooted the org, which did not resolve the issue. Also, the light on the switch (allied telesis switch) the org was plugged into turned orange (amber light) when plugging it into any port on the switch. The bme later stated that the server lost the .10 ip address segment of their telemetry department, causing a loss of communication to their ER department. The issue was resolved by their it department. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that they resolved the issue with the help of their it team. Details of the resolution were not provided. Root cause cannot be determined. As the issue of communication loss was resolved without any rework of nk devices nor nk assistance, it is unlikely that communication loss was a result of an nk device malfunction. The root cause is most likely related to customer's network environment.

Event description:
The biomedical engineer reported that the multiple patient receiver (org) was showing communication loss for telemetry transmitters that were being monitored. They have rebooted the org, and it still showed communication loss. They also mentioned that the light on the switch they plug in the org turned orange (amber light) when they plug it into any port on the switch. They were connecting it to an allied telesis switch. The biomedical engineer later stated that the server lost the .10 ip addresses of their telemetry department causing a loss of communication to their ER department. The issue was resolved by their it department. No patient harm reported.